Event description:
Nine months following a coronary drug eluting stenting treatment procedure, the stented artery had an aneurysm. In april 2004, an unknown size taxus express2 drug eluting stent was implanted into the tortuous right coronary artery (rca). Ivus was not used for the procedure. The patient had received plavix and clopidogrel or ticlopidine, and aspirin pre-procedure. Heparin was given during the procedure and plavix was administered following the procedure. In january 2005 the patient presented with unstable angina. Angiography performed indicated an aneurysm the length of the stent. The patient's condition has been reported as satisfactory/good. Additional information regarding this event has been requested.